Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: date of explant should have been left blank. The device was explanted on an unknown date.

Event description:
It was reported that the patient admitted to the clinic. Upon review, the site was red and the insertable cardiac monitor eroded. The device was explanted. The patient was fine before, during, and after the procedure.